Event description:
Customer reports that the device read 230 mg/dl while the doctor's device read 112mg/dl within 10 minutes. No treatment was received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.